Event description:
Country of complaint: (B)(4). Device 2. The activ-o retractor system was used for the opening in a 2nd surgery of hydrolift and macs ii. After 20-30 minutes retraction, the blades broke unexpectedly one after another, although no manipulation had taken place at that moment. Two times (B)(4) (device 1) and (B)(4) (device 2) were involved in this incident.

Manufacturer narrative:
U.s division was notified (B)(4) 2012; received translation (B)(4) 2012. Eval is not complete; still under investigation. Cause for fractures is unclear. Macroscopically, it is possible to detect the crack initiation / propagation. It is not obvious whether the subsurface defects were present prior to the fracture or caused upon crack propagation. Surface defects are hardly visible. Being sent for external analysis.